Event description:
It was reported that the patient experienced recurrent low glucose overnight, with a caregiver reporting a reading in the 60s and requesting an increased glucose target; internal review of recent reports did not show values below 70 in the prior two weeks, and the caregiver requested trainer follow-up for potential setting adjustments. Symptoms included hypoglycemia. Outcomes included the need for oral glucose administration. Investigation included review of available glucose data and provision of troubleshooting and education, with assignment for additional training. Investigation of this case revealed that the cause of the lows was unclear, and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.